Event description:
It was reported that the handpiece overheated during a surgical procedure. There was no pt injury or any other adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings, which were replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.